Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had an alarm this alarm is generated when a power system error is detected and this error does not prevent the pump from running. The customer¿s blood glucose was unknown at the time of incident. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer report the pump error detected 423 times. The insulin pump will not be returned for analysis.